Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer's mother reported via phone call that the insulin pump experienced did not vibrate and alarmed motor error during a basal delivery, as well as no delivery. The customer's blood glucose was 340 mg/dl. The caller stated that the insulin pump did not vibrate when they pressed act after using the up arrow button to set an easy bolus amount. She stated that the insulin pump failed to vibrate during the vibrate test. The caller did not observe any significant events leading to the alarm. The customer was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.